Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the gastrointestinal videoscope had stripes in the image. The issue occurred during device setup. There was no patient involvement.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated field: d9, h2, h4, h6, h11. The device was not returned to olympus for inspection, and the reported failure was not confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the cause could not be established for the malfunction. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the updated final investigation. Updated fields: d9, h3, h6. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, a damaged charged coupled device (ccd) unit was identified during device evaluation. Based on the results of the investigation, the definitive root cause of the reported issue could not be determined. However, it is likely the damaged ccd unit led to the stripes in the image. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.